Event description:
Provider alleged sieve beds are defective. Per independent repair center statement, the unit will not start -- confirmed. The key failure was the sieve bed being defective. Additional malfunctions were the capacitor had a short circuit, on/off switch had no alarm, tie wrap and clamp installations.